Event description:
Customer reports the system collimated all the way down and the customer had to reboot the system to correct the problem. No patient injury was reported.

Manufacturer narrative:
The service rep advised that we are aware of that issue but do not have the solution at this time. We expect the fix to be in the next upgrade to all 9900's coming up shortly. Customer said, he would call back if the issue happens too frequently.